Event description:
Additional information was received on (B)(6) 2012, when the author of the article stated that she no longer has access to any of the information about the patients in the article as she is no longer at that facility.

Event description:
It was reported through a scientific article that a vns patient was treated in with oral appliance of CPAP for obstructive sleep apnea while being in a sleep study. The patient was reported to have continued to having seizures at a similar frequency before and after the treatment using oral CPAP. The author did indicate the patient's vns may have been associated with apneas and hypopneas during sleep as the vns was not programmed off during the study. Vns related respiratory events did not resolve with used of the oral appliance.

Manufacturer narrative:
Age at time of event, sex; corrected data: inadvertently did not include this information on the initial report.

Manufacturer narrative:
(B)(4)